Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was running very slowly. A technical support specialist (tss) dialed into the device and identified that the station database size had exceeded 8 gb. Maintenance debug logs showed sql delete statement conflicts with reference constraints, indicating maintenance jobs were not running properly. The tss proceeded to drop and restore the database, followed by a full synchronization of the station. After remediation, the database size was reduced to below 7 gb, and normal operation was restored and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was running very slowly. The customer rebooted the device, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.